Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006530 ¿ bone screw ¿ 61412737, 00784801101 ¿ modular neck ¿ 61410434, 00771300600 ¿ modular femoral stem ¿ 61389291, 00630504428 ¿ liner ¿ 60820579, 00877502802 ¿ biolox delta head ¿ 2520509. Customer has indicated that the product will not be returned for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient presented approximately 6 years post implantation with mild groin pain and possible acetabular loosening. No revision surgery is scheduled at this time, symptoms are being treated with observation and a blood work up. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and radiographs noting radiolucency and osteolysis of the acetabular component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. Xray review indicated interval development of acetabular and femoral osteolysis as noted without radiographic evidence of implant loosening or change in position. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04595.